Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient usually charged every two weeks and now they were charging every three days. It was indicated that the patient had not been reprogrammed and has not switched to a new group recently. They also indicated that they had not recently increased their parameters. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device checked and see if the change in recharging frequency was normal. There were no symptoms reported. Patient services was unable to ask the event date as the patient said thanks for nothing then disconnected the call. Patient services then realized the patient didn't hang up and the event date and their managing hcp was requested but the patient didn't respond. Prior to that the patient mentioned that they hadn't seen their doctor since the device was put in. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2018, reporting that the first time they noticed that they had to recharge more often was in (B)(6) 2018. It was reported that they did not know the cause of having to recharge more often. No actions were taken to resolve having to recharge their device more often. They stated that they called someone and they said they couldn¿t do anything unless I met them somewhere, but they stated that they were caring for their sick husband. They stated that they came to their house in the beginning. It was reported that their issue had not been resolved and they stated that when they could they would take it to the office to get checked. The patient weighed (B)(6) pounds at the time of the event. Additional information was received from the patient on (B)(6) 2018, reporting that their issue of having to recharge more often had been resolved. They however, did not report how this issue was resolved. No further complications were reported/anticipated.